Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error 133.6090. Account name: (B)(6). Account #: (B)(6). Asset name: 8015 pcu b/g v9.5.40. Asset location: (B)(6). Patient or user involvement: no patient or user harm: no case description: (B)(6) had error 133.6090 on pcu8015 sn (B)(4) failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: (B)(6) replaced main speaker, but the error still exist. I recommended julie to replace sio board first. If sio board did not resolve the problem, (B)(6) would retire the unit. Because this pcu model was end of life and end of support, logic board is no longer available.